Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a prep sponge. The customer reports the sponge separated from the prep stick. The sponge separated during a procedure and was removed with ring forceps. This occurred during a vaginal prep.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.